Event description:
We found a vascular access pack that had debris in it. The packed was opened and debris found prior to patient coming into the or. The pack was removed. Deroyal vascular access pack, I do not have any pictures of the debris. Ref # (B)(4), lot 54552901, exp 7/1/2023. No pictures; packing list not saved.